Event description:
The hospital reported that during a procedure, there was no power to the power supply. The biomed checked the power supply, and confirmed that there was no power. The procedure was converted to an open leg procedure. No further pt effect has been reported.

Manufacturer narrative:
The pt and device codes were coded by the manufacturer. Investigation details: the testing was completed, and it was concluded that the vh-3010 power supply was defective since there was no action from the supply. Therefore, the complaint is confirmed.